Event description:
It was reported that bipolar impedance had increased from 400 ohms at implant to 897 ohms. Unipolar impedance was 734 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.